Event description:
Subsequent to the supplemental MDR, a correction was updated on 5/13/2024.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a hypoglycemic seizure. On (B)(6) 2024 around 6:00am, the patient's alarm clock went off as he needed to go to school. The patient turned off the alarm clock, got out of bed and stated he only remembers taking two steps. The patient's mother heard a thud from the patient's bedroom and when she went to check on the patient he was having a seizure. She grabbed two cans of baqsimi nasal spray and administered them to the patient, then called for an ambulance. The patient was transported to the hospital. Information about treatment at the hospital for the hypoglycemic seizure and length of stay at the hospital was not provided. Data was evaluated and the allegation was confirmed. The probable cause was the patient closing the mobile app which led to signal loss.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure. H6 codes: health effect - clinical code - e1601 arthralgia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. G3: date received by mfg - correction. G6: type of report - updated/follow-up. H2: type of follow up - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that the patient experienced a hypoglycemic seizure. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024 around 6:00am, the patient's alarm clock went off as he needed to go to school. The patient turned off the alarm clock, got out of bed and stated he only remembers taking two steps. The patient's mother heard a thud from the patient's bedroom and when she went to check on the patient he was having a seizure. She grabbed two cans of baqsimi nasal spray and administered them to the patient, then called for an ambulance. The patient was transported to the hospital. Information about treatment at the hospital for the hypoglycemic seizure and length of stay at the hospital was not provided. Data was evaluated and the allegation was confirmed. The probable cause was the patient closing the mobile app which led to signal loss. No additional patient or event information is available.